Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# j0056585r, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient receiving intrathecal baclofen and dilaudid via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 594.8mcg/day and dilaudid 5.0mg/day at a dose of 1.1896mg/day. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. It was noted that the patient resided in a nursing facility and on (B)(6) 2015 was found unresponsive. The patient was transported to the emergency room and given fluids and antibiotics. The situation was being addressed by the healthcare provider and assistance was needed to interrogate the pump. The type of baclofen used in the pump, other medications the patient was taking at the time of the event, medical history and patient outcome were not reported; additional information has been requested, but was unavailable at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare professional indicated that the patient was advised months earlier to change to another manufacturer's device. The company rep convinced the patient that the pump was safe.